Manufacturer narrative:
(B)(4). A device history record review was not performed because it is not applicable to electromechanical devices which have been previously serviced. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred after use on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated the total ultrafiltration (uf) equaled 1516ml, the cycle four uf equaled 199ml, the cycle three uf equaled 2055ml, the cycle two uf equaled -840ml, and the cycle one uf equaled 152ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.